Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Questions: a. Event description stated, "hemi hip due to acetabular fracture." But there was no product(s) reported/provided. Can you please confirm if this is a unipolar hemi or a bipolar hemi? B. Is the event a primary surgery or a revision surgery? If it is a revision, can you please provide the product details of the explanted depuy products and the reason for revision? C. Can you confirm if the cement that was explanted was manufactured by depuy? If yes, please provide the part and lot numbers of the cement. D. Can you confirm the primary surgery date or the original implantation date? E. Is/are the product(s) returning or not? F. Quantity involve? G. Affected side? Answer: a. Unipolar b. Revision. Had no implant information c. No cement info available d. Had no dos e. Not returning f. 1 unipolar head and one unipolar spacer g. Right side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that the patient had hemi hip due to acetabular fracture. Trying to get implant info but haven't received it yet. Has depuy cemented hemi in currently. Doi: unknown, dor: (B)(6) 2021, affected side: unknown hip.